Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer stated that, the lead screw was not functioning properly. Troubleshooting was performed and the insulin pump did not pass the lead screw test. The customer also stated the insulin pump alarms no delivery and there are missing segments on the display. Nothing further was reported.